Manufacturer narrative:
The device was not returned for evaluation therefore the failure analysis to identify root cause to the end user's experience could not be determined. The device history record review was not possible as the lot number (364888) provided has 6 digits and integra lot numbers have seven digits. No other lot number or serial number was provided during the complaint investigation. The reported complaint was not confirmed. Between 05nov2019 and 30jun2020, approximately 2,200, integra's complaint handling system, were not received by cdrh due to a computer system issue. Within this time period, an error with integra's middleware, which facilitates communications between trackwise and the FDA system, caused the complaint records to close and indicate we had received an acknowledgement 3 from the FDA when we had not. Integra interpreted the acknowledgement as a successful submission; however, subsequent investigation revealed the acknowledgement 3 received was from our middleware and not from the FDA (these acknowledgements have been retained as part of the documentation of the MDR). The malfunction was related to the relocation of the trackwise application to a new data center during the transition of integra's corporate headquarters from (B)(4) previously, integra had been successfully receiving acknowledgements 1, 2, and 3 from the FDA, and our records reflect these acknowledgements, including the date and time stamps. CAPA pr (B)(4) have been opened by integra to further investigate the nonconformance and develop a corrective action plan. The middleware error has been corrected, and integra has filed mdrs since the correction and verified that the appropriate acknowledgements have been received from the FDA. Integra is resubmitting all impacted MDR reports for the time period 05nov2019 through 30jun2020. Integra lifesciences contacted (B)(4), director of regulatory programs, office of product evaluation and quality and (B)(4), assistant director, MDR team, office of product evaluation and quality on july 8-9, 2020 to report these issues regarding MDR reports.

Manufacturer narrative:
The device is not expected to be returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A customer reported that leakage of saline was observed from around the pump "roter" of the c3601 cusa excel 36khz tubing set on (B)(6) 2020. The unspecified procedure was completed using the same tube because the saline was delivered to the handpiece. There was no delay in surgery and no adverse consequence to the patient were observed. No further information was provided by the hospital. The device will not be returned for evaluation.